Event description:
The pt reported experiencing occluded infusion sets for the past 4 weeks resulting in elevated blood glucose of over 400 mg/dl. At the time of the report, the pt's infusion set was occluded and the pt injected insulin via pen. The pt's normal blood glucose level is 120-130 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.